Manufacturer narrative:
(B)(4). D10: cat# 00-8775-036-02 lot# 3144560 biolox delta head 12/14 36x0. Cat# 00-7713-007-00 lot # 65672923 mod ml taper fem st 7.5. Cat# 00-6250-065-15 lot# j7356065 trilogy bone scr 6.5x15. Cat# 00-6250-065-20 lot# j7448932 trilogy bone scr 6.5x20. Cat# 00-6250-065-40 lot # 63684496 trilogy bone scr 6.5x40. G2: foreign: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This report was previously reported under MFR# 0001825034 - 2023 - 02138. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip surgery. Approximately four months later, the patient underwent a revision due to dissociation of the liner. Attempts have been made and no further information has been provided.